Manufacturer narrative:
Additional information: b5, g3. Corrections: h.1 set as n/a. Arthrex previously submitted this event as a reportable malfunction out of an abundance of caution. Upon receiving additional information from the field that clarified the event and evaluation of the returned devices, it has been determined that this event does not meet the criteria of a reportable event under 21 cfr 803.

Event description:
Additional information was provided on 10/29/2024 where it was stated that this occurred during graft preparation, which was all tendon, a flipcutter iii was used to prepare the bone, however, the needle broke off during tendon prep, long before the tendon was passed into the bone socket. There was no delay, and they are unsure if additional anesthesia was administered.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/23/2024, it was reported by a distributor via (B)(4) that an ar-1588tnt acl-fibertag®-tightrope suture broke off of the needle. This occurred during an acl quad case before the nurse completed the pass through the tendon. She was not using excessive force while pulling it through and the suture came off the needle.